Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor inserted the device in the trocar and the reload would not stay in the end effector of the device. He attempted the device with another blue reload and it would not stay in the device either. To my knowledge, the device was never clamped on the vessel it was being used to transect. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the cartridge fall into the patient? If yes, how was the cartridge retrieved? Unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atb35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.